Manufacturer narrative:
The insulin pump had a blank display due to a faulty component on the interface circuit board. The insulin pump was received with minor scratches on the display window and was missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display anomaly on the insulin pump. Customer's blood glucose level was 159 mg/dl. Customer removed the battery from the insulin pump and without any error message the device is completely off. Troubleshooting for the blank display was performed. Troubleshooting was unable to bring the display back. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.